Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on the morning of(B)(6) 2015 she obtained results of ¿138 and 501mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference in these results exceeds lifescan¿s criteria for precision. The patient detailed that she manages her diabetes with an insulin pump and that on the morning of (B)(6) 2015 she consumed less food or drink and administered an additional 10 units of insulin. The patient denied developing any symptoms as a result of the issue. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute complication of either of these conditions. This complaint is being reported because the alleged issue was not resolved with troubleshooting.